Event description:
The device was returned for service. During service by baxter, broken doors #1 and #2 were found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported "grinding sound during pumping operation" during bio-med testing. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition "grinding sound during pumping operation" was confirmed, caused by broken doors #1 and #2. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.